Event description:
The customer reported that the monitor was knocked off it's mounting rack. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the x2 measurement server was knocked off of the mounting rack. No pt harm was reported. The customer was of the opinion that the locking mechanism on the flexible mounting rack is not very secure. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.